Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4) for evaluation. Review of the device configuration shows that the setting in the device configuration for printing the waveform was set to "yes". The configuration setting for this device feature was set to "no" to resolve the condition. Due to the fact that this condition does not pose any impact to clinical effectiveness, this malfunction was reported in error and does not meet the requirements for reportability. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's recorder function activated when the shock button was pressed. Complainant indicated that there was no patient involvement in the reported malfunction.